Event description:
Procedure: lap assisted distal gastrectomy. Reportedly, after the front end of device reached the abdominal cavity, the knife shield did not work for properly. There was no injury to the patient or damage to the patient tissue.